Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure. During the procedure, high impedance was found on the lead. In turn, the sjm representative was only able to increase the amplitude minimally. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.